Manufacturer narrative:
An event regarding shell malposition involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised the same day it was implanted. Surgeon reviewed post-op x-rays and wasn't satisfied with the cup's positioning. The original construct except the stem was revised.